Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room feeling symptomatic. Upon interrogation, the right ventricular lead exhibited loss of capture in bipolar mode. The lead was capped and replaced the following day. The patient recovered and was discharged without complications.